Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the impression post and screw fractured during placement. Implant #29 and had to be removed. The procedure was completed using another implant.

Manufacturer narrative:
One tapered screw vent (tsv4b11-bundled item) with fracture mount hex and fracture screw was returned for investigation. Visual evaluation of the as returned product identified implant mount hex and screw fractured. Part of screw still remained inside implant. Implant has some damages but its most likely due to removal process. Pre-existing condition as noted on the per is type I (high) bone density. The device was located on tooth site #29 (universal) and the event occurred during placement procedure. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. DHR review: the DHR was not available electronically for the subject lot number (1242834). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review: complaint history review was performed for the reported lot number (1242834) for similar event (complaint keyword category: fracture : mount, fracture screw) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction has occurred and the reported events were confirmed.

Event description:
There is no update to the original complaint description provided.